Event description:
It was reported by the user site that on (B)(6) 2026, during use of an affirm breast biopsy guidance system, the target coordinates were incorrect during a biopsy procedure. The user site reported that the intended target was missed and the biopsy could not be completed. It was reported that a skin nick had already been made prior to the targeting issue being identified. The procedure was stopped, pressure was applied to the incision site, and the patient was sent home. The biopsy procedure was rescheduled. It was further reported by the user site that the stage arm did not move while the needle was in the patient¿s breast. A hologic field service engineer (fse) was dispatched to investigate the device and reported that the issue involved missing the target location during the study. The fse performed system checks including calibration and verification of compression force, thickness measurement, guidance zero, and targeting calibration. System quality assurance testing was completed and targeting accuracy was verified using test objects. The system was confirmed to be operating according to manufacturer specifications. No further information is currently available.